Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and contraindication to anticoagulation. Approximately six months post filter deployment, the filter was successfully retrieved. Approximately four years post filter retrieval, a CT scan demonstrated a detached limb of the previously removed filter in the right pulmonary artery. Approximately five years post filter retrieval, the patient had complaints of chest pain on the right side that was possibly related to the retained filter limb. Reportedly the filter struts perforated into organs.the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post filter deployment, patient presented for filter retrieval. A filter retrieval sheath was inserted and the filter was removed. A follow-up vena cavagram demonstrated appropriate retrieval of the filter, a patent ivc and no contrast extravasation. Approximately four years post filter retrieval, a computed tomography scan demonstrated a linear foreign body in a sub segmental branch of the pulmonary artery in the right lower lobe representing a detached limb of the previously removed ivc filter. Approximately five years post filter retrieval, the patient had complaints of chest pain on the right side. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post c-section with pe and a small area of clot within the infrarenal ivc was contraindicated to anticoagulation, therefore, vena cava filter placement was indicated. The right femoral vein was accessed and a venacavagram was performed. The ivc was patent with a focal eccentric filling defect and no anatomic abnormalities. The cava diameter was 22 cm. The filter was deployed in the infrarenal ivc. A follow-up venacavagram demonstrated the filter in good position. Hemostasis was achieved utilizing compression. No immediate complications were noted. Approximately six months post filter deployment, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and a venacavagram was performed. The ivc was patent with no filling defects and no anatomic abnormalities. A filter retrieval sheath was inserted and the filter was removed. A follow-up venacavagram demonstrated appropriate retrieval of the filter, a patent ivc and no contrast extravasation. Hemostasis was achieved utilizing compression. No immediate complications were noted. Approximately four years post filter retrieval, a CT scan demonstrated a linear foreign body in a subsegmental branch of the pulmonary artery in the right lower lobe representing a detached limb of the previously removed ivc filter. This had been present radiographically since three years prior and had not significantly changed. Approximately five years post filter retrieval, the patient had complaints of chest pain on the right side. The patient stated that the pain was likely related to the retained filter limb. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years post filter retrieval, a CT scan demonstrated a linear foreign body in a subsegmental branch of the pulmonary artery in the right lower lobe representing a detached limb of the previously removed ivc filter. Based on the provided medical records, the investigation is confirmed for a detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed for a contraindication to anticoagulation. Approximately six months post filter deployment, the filter was successfully retrieved. Approximately four years post filter retrieval, a CT scan demonstrated a detached limb of the previously removed filter in the right pulmonary artery. Approximately five years post filter retrieval, the patient had complaints of chest pain on the right side that was possibly related to the retained filter limb. No additional information surrounding this event was provided in the medical records received.